Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation (device inside patient), the light source had e103 (lamp illumination failure). The issue occurred at a therapeutic procedure. The procedure completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: converter malfunction, ignitor malfunction, brightness adjustment unit does not go down by own weight, high brightness detection section of output connector malfunctions, lightning of the xenon lamp failed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction lamp illumination failure error (e103) occurred due to lightning of xenon lamp failed, which was traced to malfunctions of the converter and the ignitor. Additionally, the most probable cause of the brightness adjustment unit does not go down by its own weight and high-brightness detection section of the output connector malfunctions was traced to an electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.